Event description:
It was reported that the patient was brought in for a right heart catheterization (rhc) and computed tomography angiography (cta) scan for concerns of low flow alarms. There were concerns for pump position as reason for low flows and a pump exchange was being considered. The patient was experiencing frequent chronic low flow alarms and was deemed to require that the low flow alarm threshold be lowered to 2.0 lpm. The low flow threshold was adjusted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.